Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified right coronary artery (rca). A 32 x 3.00 promus elite drug-eluting stent was deployed together with guidezilla ii guide extension catheter. The stent was fully inflated and deployed at 12 atmospheres and post-dilated with a 3.50 x 12 mm non-bsc balloon. After it was deployed and post-dilated, a distal stent edge dissection was observed. The dissection was observed as flow-limiting. The dissection was covered with another 2.5x38 mm promus elite drug-eluting stent and the procedure was completed. The patient fully recovered and was stable post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified right coronary artery (rca). A 32 x 3.00 promus elite drug-eluting stent was deployed together with guidezilla ii guide extension catheter. The stent was fully inflated and deployed at 12 atmospheres and post-dilated with a 3.50 x 12 mm non-bsc balloon. After it was deployed and post-dilated, a distal stent edge dissection was observed. The dissection was observed as flow-limiting. The dissection was covered with another 2.5x38 mm promus elite drug-eluting stent and the procedure was completed. The patient fully recovered and was stable post-procedure.

Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified right coronary artery (rca). A 32 x 3.00 promus elite drug-eluting stent was deployed together with guidezilla ii guide extension catheter. The stent was fully inflated and deployed at 12 atmospheres and post-dilated with a 3.50 x 12 mm non-bsc balloon. After it was deployed and post-dilated, a distal stent edge dissection was observed. The dissection was observed as flow-limiting. The dissection was covered with another 2.5x38 mm promus elite drug-eluting stent and the procedure was completed. The patient fully recovered and was stable post-procedure.

Manufacturer narrative:
D1 - brand name: guidezilla? Ii. D4 - model number/catalog number: h7493933515060. Lot number: 0035242709. Expiration date: 11/08/2026.